Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 1.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 7, 2022, mentor became aware that patient also experienced pain, scar tissue in armpit, headaches and weight gain. Patient's date of explant has been updated to (B)(6) 2021. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, discoloration and generalized illness h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on april 29, 2022. Device evaluation summary: according to the information received, the patient experienced a rupture in the smooth hpg, 425cc breast implant. In addition, the patient developed capsular contracture and experienced symptoms of generalized illness. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 425cc breast implant had a crease/fold on the posterior view. In addition, a tear was noted within the crease/fold measuring approximately 1.6 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 400cc mentor memorygel left breast implant and a 425cc mentor memorygel right breast implant experienced bilateral capsular contracture baker grade unknown and right sided rupture post procedure. Patient stated that she is in pain and there is bilateral scar tissue pushing into her armpit. Furthermore, patient¿s left sided implant turned yellow and never fully healed after surgery. As a result, patient had an explantation on (B)(6) 2021. This medwatch form is for the right breast prosthesis.